Manufacturer narrative:
(B)(4). Date sent: 06/28/2021. Additional information was requested and the following was received: when was the device replaced? Did the surgeon leave original anvil in the proximal colon or was it replaced with anvil from the new device? Yes the surgeon left the original anvil in place. When surgeon introduced new device, did they use same hole created in distal colon? Yes they did. Was a leak test done? If so, what was the results? He had to go back to theatre and have a washout and stoma post op. He then will go back in a couple of weeks for gastrograffin and then hopefully should be able to reverse him in a few months. Does surgeon believe post-op leak associated with difficulties with device or other factors including tissue factors? Yes they believe because of the device, she has been using the device for quite some time and is happy to continue using it. At the time she asked a colleague in to support but they couldn¿t get it to work either. She is confident the anvil was attached correctly to the trocar.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: he had to go back to theatre and have a washout and stoma. Patient went home on (B)(6). Patient will be given a gastrograffin in 6-8 weeks and then hopefully should be able to reverse him in a few months. The surgeon has confirmed she used the anvil from the original device with a new gun and battery which worked well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when surgeon introduced new device, did they use same hole created in distal colon? Was a leak test done? If so, what was the results? Does surgeon believe post-op leak associated with difficulties with device or other factors including tissue factors? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the green tick appeared when battery inserted. Anvil attached to trocar as normal. Orange marker moved as usual in the green gap setting scale. When they went to fire the device there was no power. They then opened another device carried out the same steps to use and had no problems. Procedure: sigmoid colectomy (har)